Manufacturer narrative:
Additional information in d10 concomitant product. The complaint investigation for falsely elevated architect ft4 results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. An increase in complaints has been observed for lot 61272ud02, however, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. Accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect free t4 reagent lot 61272ud02 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect free t4 results generated on the architect i2000sr processing module for one sample. The following results were provided: (customer provided reference range was 9.01-19.05 pmol/l) initial result = 22.15 pmol/l, repeat result = 16.53 pmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect free t4 results generated on the architect i2000sr processing module for one sample. The following results were provided: (customer provided reference range was 9.01-19.05 pmol/l). Initial result = 22.15 pmol/l, repeat result = 16.53 pmol/l . No impact to patient management was reported.